Manufacturer narrative:
The device was returned in the not deployed state. The downloaded data showed that the pod was deactivated after the first priming sequence was completed. The data showed the pod was received in pod state 15 and showed no abnormalities, indicating the pod was deactivated by the user. No issues were found that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed prior to proper pod activation.